Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Costumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 177, 179 and 189 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 232 mg/dl and 176 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 12/31/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:177 mg/dl, 179 mg/dl and 189 mg/dl.

Manufacturer narrative:
Internal report # (B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference. Test strip-UDI#:(B)(4).

Event description:
Costumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 177, 179 and 189 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 232 mg/dl and 176 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 12/31/2017 and open vial date is 11/02/2016. The meter memory was reviewed for previous test result history: the 177mg/dl (B)(6) 2016 08:36 pm fasting:yes, the 124mg/dl (B)(6) 2016 08:23 pm fasting:yes, the 179mg/dl (B)(6) 2016 09:08 pm fasting:yes, the 167mg/dl (B)(6) 2016 07:10 pm fasting:yes, the 189mg/dl (B)(6) 2016 08:52 pm fasting:yes. Memory concerns:177mg/dl, 179mg/dl and 189mg/dl.